Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Subclavian crush of the rv lead was suspected, but not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.